Event description:
It was reported that a customer experienced a cracked and shattered touchscreen on their pump, rendering it unusable as the screen was black and illegible. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.